Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr verified pressure transducer calibrations and re-characterized the exhalation valve. The customer was using a coaxial patient circuit resulting in higher expiratory resistance.

Event description:
The customer reported that the ventilator was alarming intermittently circuit occlusion, circuit disconnect, and no returned volumes even after the gas delivered engine (gde) was exchanged. The unit was on a patient when the issue occurred but the patient was switched to alternate ventilation.